Manufacturer narrative:
The product has not been rec'd for eval. Production records for lot #h03l08048 were reviewed and no aberrances were noted. Should add'l info become available, a f/u report will be submitted.

Event description:
One of the cryocyte bags for a pt cracked during thawing and the contents were lost. Bag was filled with 170ml of product. Cryopreservation was performed in metal cassettes. Product was stored for 2 months in vapour phase of liquid nitrogen. Pt was infused with 2.53 x 10.6 cd-34 cells instead of 3.49 x 10.6 as planned. No engraftment info is avail at ths time. No adverse events were reported related to this event. No add'l info has been rec'd, though info has been requested.